Manufacturer narrative:
On (B)(6) 2016 a field service engineer (fse) was dispatched to address the reported issue. The fse spoke to the customer on the phone and the customer stated that the rod on the z axis was lubricated, at the request of the technical services group, and it got much quieter. The g8 analyzer was up and operational and all errors cleared. The g8 analyzer was functioning as intended. No further action required by field service. The probable cause of the event was that the z-axis rod needed lubrication. A complaint history review for serial number (B)(4) was conducted from 11-mar-2015 through 11-apr-2016 for similar complaints. There were no similar complaint identified during the search period. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016 a customer reported a grinding noise with the sample probe on the g8 analyzer. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.